Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak when his treatment was complete. The fluid was leaking from the cassette door. He was advised to contact his pd nurse regarding the event. The sample was retained and is being made available for evaluation. During follow up the patient's contact reported the patient's effluent has remained clear and he has continued treatments without issue. No adverse reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.